Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled system explant due to system infection. The underlying cause of the infection was unknown, the physician was unsure whether the device could be related or not. The procedure took place without adverse event and the patient remained stable before, during, and after the procedure. The allergy kit was ordered to see if the patient has device allergy. Results were not available at this time. The patient will continue to be monitored and treated for infection before a new system is implanted. Patient is healing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.